Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure, decreased sensing was observed after the rv lead was implanted. Patient was hypotonic. The lead was repositioned after echo revealed cardiac perforation. Patient was doing well post-procedure.